Event description:
Hill-rom received a report from a hill-rom tech stating when pressing the head up button, the head hi/low section would also raise (self-run). The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the head hi/low up valve was stuck open. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the head hi/low up valve to resolve the issue. Based on this info, no further action is required.